Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beep tones and the device was suspected of premature battery depletion. Data analysis was performed, and boston scientific technical services recommended device replacement in 90 days due to this anomaly. If a new replacement window is needed, new data should be provided for evaluation. Additionally, the device showed a bd alert. Subsequently, the device was explanted and replaced, and no additional adverse patient effects were reported. This device is expected to return for analysis.

Manufacturer narrative:
H3 other text : patient consent required for analysis per german regulations; consent not received.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beep tones and the device was suspected of premature battery depletion. Data analysis was performed, and boston scientific technical services recommended device replacement in 90 days due to this anomaly. If a new replacement window is needed, new data should be provided for evaluation. Additionally, the device showed a bd alert. Subsequently, the device was explanted and replaced, and no additional adverse patient effects were reported. This device was returned to boston scientific. However, per section 72 (6) of the medical device implementation act (mpdg), patient consent is required before any product analysis may occur on a patient owned device. At this time, patient consent for analysis of this device has not been received. Therefore, the device has been archived without analysis. If patient consent is received at a later date, analysis will be completed at that time.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beep tones and the device was suspected of premature battery depletion. Data analysis was performed, and boston scientific technical services recommended device replacement due to this anomaly. No adverse effects were reported. This device remains in-service.